Manufacturer narrative:
In a good faith effort (gfe) response from the field service engineer (fse) received on 19jul2024, it was stated that the patient circuit occluded error code was typically an error which is related to mask position or the patient, and that it is handled and resolved by the customers nurses. No further information regarding the patient circuit occluded alarm was provided. The patient circuit occluded alarm is considered to have occurred as a result of normal use and not a device failure. No work was required or performed by philips to address the alarm. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #:(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a patient circuit occluded error code. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer provided the remote service engineer (rse) with a screenshot of the device diagnostic report (drpt), and a patient circuit occluded error code was observed. This investigation is ongoing.